Event description:
It is reported that the fms was placed on (B)(6) 2014 an anal erosion was noted at the six (6) o'clock position of anal opening with reports of no signs of stool leakage around fms. Report states that the open area is .5cm x .5cm superficial treatment has been a protective barrier ointment. Report also states the fms tube had not been repositioned during the 20 days of insertion.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that superficial treatment has been a protective barrier ointment, and it was recommended to continue protective barrier ointment and reposition tubing as needed with assessment of tube at least every shift to monitor closely and removed device on (B)(6). Territory manager will be providing further in-servicing to this ICU unit as well. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.